Manufacturer narrative:
Manufacturing site evaluation: one device was returned for evaluation. The device was returned with the top and lower jaw located in a separate bag. The device was visually evaluated. It was reported that the jaws are broken, however, the jaws of the device are intact and have been dislodged from the actuator assembly. The device was functionally tested and the finger loops opened and closed with no issue. A review of the ncmr database did not identify any nonconformance reports on file for this failure mode. A review of the case details identified that incident occurred during use of the device. The failure mode is confirmed, the root cause cannot be determined at this time.

Event description:
Jaws snapped when grasping tissue. No patient injuries reported. A piece of the device fell into the patient, it was removed with direct visualization. No additional intervention was required. Case prolonged by 30 minutes.

Event description:
Jaw snapped when grasping tissue. No patient injuries reported. Unknown delay.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.